Event description:
White tip of first (#1) reprocessed harmonic ace shears replaced with identical unit (#2) with the same lot number after peeling of white tip noted. The second device (#2) then also began peeling within two mins of use. A subsequent identical unit (#3) with the same lot number was reported by the staff to have been used to complete the procedure w/o incident. Reason for use: laparoscopic hysterectomy, bso.